Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a white floating fiber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white particulate matter described as a fiber floating in an unspecified location within the device. This was found before use. The device was filled with meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.